Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a patient and manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep received a call from a patient stating that for the past 6-8 weeks, she has not been able to go up in intensity with her patient controller (pc) to a therapeutic level. The patient stated that on all three programs she has (a1, b1, c1) she gets an error that the device cannot deliver the requested intensity. She recently had surgery, unrelated to her spinal cord stimulator (scs) and did not have time to fix this issue earlier because she was recovering. There were no environmental, external, or patient factors known that could be related to this issue. The patient was asked to turn their stimulation off and back on with no success. The rep asked the patient to take their battery out of their pc, wait a minute, then put it back in with no success. The patient also lowered intensity to 0 and then back up to see if she could get it to the desired intensity with also no success. The rep has an appointment scheduled with the patient on (B)(6) 2018 to further troubleshoot and programming. No further complications were reported. No additional patient symptoms were reported. Additional information was reported that all of the patient's programs were out of regulation. After an impedance check, they were able to determine that two electrodes were out of range normal. The patient's programs were changed to not include the two range (oor) electrodes. The patient no longer receives the out of regulation message and she confirmed that she is able to get good coverage at the desired intensity on all of her programs. No further information was reported. Additional information was reported that the patient was seen today ((B)(6) 2018), and they had decided not to revise the current paddle lead because they were able to program around the two contacts that are out. No further action will be taken. The patient is getting good stimulation that is hitting all areas of her pain. No further information was reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that both impedances were high. They are unsure why the two electrodes are out of normal range, the provider did not order imaging of the leads to determine cause. No further information was reported.

Manufacturer narrative:
Correction: please correct the "date MFR rec:" of the first supplemental report to 2018-nov-08. If information is provided in the future, a supplemental report will be issued.